Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 317mg/dl. The customer stated that the insulin pump was not functioning and had a lot of error alarms. The customer experienced excessive vomiting, high heart rate, heavy breathing, and dehydration. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not feel comfortable and requested a replacement. No further information was provided.